Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, minor scratched lcd window, missing retainer, missing reservoir tube o-ring and end cap address label faded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring and o-rings were missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.